Event description:
Pod was activated on (B)(6) 2012 at 3:37 am and her bg was 324 mg/dl. At 8:52 am, her bg read 85 mg/dl. From 1:16 pm to 3:21 am her bg read "high" (>500 mg/dl). No info was provided regarding boluses. At 3:21 am, pt's husband found her on the bathroom floor unconscious due to hitting her head on the toilet. She also reported vomiting. Pt was admitted to the hospital for 6 days; 4 of those days was spent in the ICU. She was treated with an insulin drip. When recalling the event, pt stated she felt wetness and that she's working with a csm to keep the cannula inserted in the skin. No product was received as of the date of this report.

Manufacturer narrative:
The pod was not returned for eval. We are therefore unable to confirm any malfunction that may have caused or contributed to the pt's condition. A lab eval cannot confirm if a dislodged cannula occurred. No conclusion can be drawn. Product lot records were reviewed and passed all acceptance criteria. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The omnipods' user guide also warns,"...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are felling ill then contact an hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact an hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death."